Event description:
It was reported that the patient presented for implant procedure. During procedure it was noted that the right ventricular (rv) lead was dislodged. The procedure was completed using a different rv lead. There were no patient consequences.